Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced during device change out. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.